Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the colonovideoscope could not be washed in the endoscopic reprocessor anymore was confirmed. The device evaluation found a translucid gelatinous foreign material in the air/water channel that was attributed to insufficient reprocessing. Additional evaluation findings were as follows: the bending section cover glue was worn out, the probe cover was damaged, the light guide lens was cracked, the angulation knobs feel was too stiff, the insertion tube boot was damaged, the scope connector cover was deformed, the universal cord was wrinkled, and the bending angulation was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope could not be washed in endoscopic reprocessor anymore. The issue was found during an unknown event. Inspection and testing of the returned device found that the air water nozzle (insufflation channel) was clogged by a translucid gelatinous foreign material. There was no report of patient harm. No user injury reported. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to inform correction to g3 of the initial medwatch. The aware date should be 25may2023 and not 24may2023.